Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. Internal insulation abrasion was noted at 8.2-8.7cm, 11.4-12.9cm, 14.0-15.2cm, 28.8-30.4cm, and 28.2-28.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.3-19.4cm, 19.6-19.7cm, and 21.2-21.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that varying r waves and low, out of range, pacing lead impedance values were observed during a device interrogation. Patient was syncopal and had presented to the ICU following injuries sustained from an unrelated event. Lead was extracted and replaced. Patient was stable post-procedure.